Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered symptoms including but not limited to pain, swelling, inflammation, muscle atrophy, a torn quadriceps, constant knee pain and damage to surrounding bone and tissue, lack of mobility, and difficulty finding a sleeping position that does not cause add'l pain and metal toxicity due to high levels of chromium and cobalt.